Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of an extravascular implantable cardioverter defibrillator (ev ICD) system the ev lead was initially placed after two tunnelling attempts during which the implanting physician noted no resistance. After the second tunneling attempt appropriate sensing criteria was observed, however defibrillation threshold testing (dft) failed at 30 joules. Visualization of the lead after dft showed that the lead had "drifted", and there appeared to be movement with the lung. It was suspected that the lead had been placed in the pleural space. The lead was then extracted made three additional attempts to re-tunnel observing diminished sensing with each subsequent attempt, and the lead flipped several times which was suspected to be related to the multiple tunneling attempts. Significant air was also noted to be present. The lead was removed and a new lead was placed which also flipped. The case was abandoned and a single chamber implantable cardioverter defibrillator (ICD) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.